Event description:
An ophthalmologist reported noticing an abscess on the cornea (od) of a pt that had included "solution entretien bonjour" in their contact lens care regimen. According to a report, the pt had been experiencing red and painful eye for approx 3 days prior to examination. Pt had been wearing contact lenses (focus visitint - cibavision) for one month, and it is not clear if lenses were worn as ew or dw. Patient was admitted where a sample from the pt's right eye was taken for evaluation by the hosp. Reportedly, "pyocianin serotype 011" was found on the sample. Pyocianin serotype 011 and serratia mascescens were reportedly found on the pt's contact lens. Consequence of the incident is listed as "loss of visual function." MFR is attempting to obtain further information regarding the event and the evaluations performed by the hosp. Follow-up information indicated that the pt has discarded the complaint unit; lot number is not available for the MFR to continue the investigation.